Manufacturer narrative:
Concomitant product: 5592-53 lead, implanted: (B)(6) 2006; 693565 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for measured low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.